Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in persistent ventricular tachycardia (vt) and there was a delay in high voltage therapy from the cardiac resynchronization therapy defibrillator (crt-d). It was noted the first cardioversion therapy did not deliver as expected and a second cardioversion therapy was delivered, which terminated the vt. The crt-d was also at recommended replacement time (rrt) and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.